Event description:
T was reported that a cartridge alarm occurred during insulin delivery. The customer continued to use the pump for insulin delivery. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.